Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, the patient sustained a laceration to the lower right leg while being assisted into bed due to the side rail being installed on the wrong side of the bed. The patient was transported to the hospital and received sutures for the laceration. Complaint# (B)(4) was entered into our system.